Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2001 - the pt underwent repair of right inguinal hernia with implantation of a bard kugel hernia mesh. A single suture was used to secure the mesh. On (B)(6) 2010 - pt was having discomfort in the left inguinal area. A burning sensation but later became a sensation of tearing. This has continued to be painful on an intermittent basis, most notable when coughing and blowing his hose or when lifting prior to restrictions at work. Defined as a moderate sized left inguinal hernia. The pt underwent a laparoscopic left inguinal herniorrhaphy with medium 3d max mesh and open umbilical herniorrhaphy repair using a ventralex mesh. During this care the surgeon dictates, "general abdominal survey showed that there was mesh in the right inguinal area and no detectable inguinal hernia at this time. The surgeon noted that this mesh (kugel) appeared to be twisted and was explanted.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The kugel mesh was noted to be twisted at the time of the 2010 procedure and was removed. The hernia was no longer evident indicating that the mesh had performed its intended function of hernia repair. A manufacturing review was performed and no evidence of a manufacturing related cause for the alleged event. If additional event and or eval info is obtained, a follow up MDR will be submitted.